Event description:
The patient underwent right precious vein PICC catheterization on (B)(6) 2021, and has been indwelling PICC catheter for a long time since then. On (B)(6) 2022, edema of the right upper extremity occurred, and the b-ultrasound of the right upper extremity vein was checked: incomplete thrombosis of the upper segment of the brachial vein of the right upper extremity. Subcutaneous injection of dalteparin sodium and oral anticoagulation and thrombolysis of rivaroxaban were given. Additional information 05/05/2022: in what arm and vessel was the PICC inserted? Right arm. Where was the dvt located? Right upper extremity vein. How was the dvt diagnosed? Under b-ultrasound. What symptoms of a dvt did the patient exhibit? Right upper arm swelling. What treatment was given to patient for dvt? What was the outcome? Medicine treatment. Outcome unknown.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.